Manufacturer narrative:
Upon receiving the device, the heat shrink that was detached from the device was placed inside a disposable surgical gloved taped onto the tyvek lid of the packaging lid of the plasmablade. Upon observing the clear heat shrink component, there were no damages, rips, tears, or cuts when it was detached indicating that the heat shrink was not allowed heat and time in the hot box. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that in a clinical case today he observed the heat shrink was damaged and peeling off. The site finished the case with the same handpiece with no negative impact to the patient. It was noted that this was not a generator issue and there were no adverse consequences to the patient as a result of the issue.